Event description:
It was reported that the pt came in with a peri-prosthetic fracture. Surgeon removed stem, head and mdm poly head. Replaced with restoration mod poly head. Replaced with restoration modular cone/conical, and new head and new mdm poly head.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.